Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient used more than one blood glucose meter during session . At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).